Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overrode the recommended bolus request on the pump when delivering insulin. Reportedly, the customer felt that the settings had been incorrectly set up by the customer's health care provider (hcp). Due to overriding the suggested bolus request, the customer felt that blood glucose (bg) level would become low. Although requested, the customer declined further follow-up from tandem technical support to ensure that the customer's bg level does not further decline, and stated bg levels would be "fine".